Event description:
During initial test prior to case start device was found to be nonfunctional. Malfunctioning supply was set aside, and new device was obtained. Supervisor was notified. One part of the device engages the needle tip into the ready position. A button is then pressed to "fire" the tip of the device that then cuts a piece of prostate tissue as a biopsy. The staff stated the button was pressed after the initial loading but it would not "fire." Ref: mc1825. Lot: rekw1389. Exp: 08/31/2028.